Event description:
A malfunction on the customer's pump was reported, with no prior notable events leading to the issue. There was no adverse impact on the customer's blood glucose level. The customer continued to use pump for insulin therapy.